Event description:
It was reported that a patient presented remotely via merlin.net with their implantable cardioverter defibrillator (ICD) is backup mode. The ICD was restored back to normal settings. The patient condition was stable.